Event description:
The pt received the scs system on (B)(6) 2011, which included two percutaneous leads from the same lot. It was reported the physician initially attempted to implant a surgical paddle lead, but due to the pt's anatomy, was unsuccessful. The physician successfully completed the procedure using the two percutaneous leads. On (B)(6) 2011, it was reported for two days following the implant, the pt experienced a headache. The physician subsequently performed a blood patch on two consecutive days (exact dates unk) which resolved the issue. No further action is planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.